Event description:
A user facility reported that the evis exera ii ultrasonic bronchofibervideoscope is leaking at the distal end. The event occurred during reprocessing. During a standard service inspection of the customer returned device, peeling off the coating on the insertion section was noted. This report is to capture the reportable malfunction found at inspection. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was confirmed. In addition, peeling off the coating on the insertion section (greater than or equal to 1x1 mm2), bending section cover leak, image guide cover lens damage, forceps port incised, defective distal end, probe unit dent, universal cord kinked, corrosion connector, connecting tube scratch, angulation less or specified value, and ultrasonic connector driving unit corrosion were observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 10 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it was confirmed that the coating (peeling of the insertion part snake tube) was peeled off. In addition to the phenomenon pointed out, damage to a-rubber was confirmed. It was not possible to determine whether the damage was due to stress or handling. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.